Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question as to why the device was at elective replacement indicator (eri.) The device was interrogated approximately three and a half months ago and the battery voltage was 2.99 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.